Manufacturer narrative:
Additional information: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a lumbar spine surgery in which floseal was used. During the surgery ¿a lot of bleeding¿ was noted, therefore, floseal was ¿inserted to stop the bleeding¿ and the wound was closed. Postoperatively, over the next few days, bleeding continued and the patient ¿developed complication with paralysis¿. The patient underwent an emergent revision surgery. The reporting physician stated after ¿opening up the spine the floseal had turned into the equivalent of wet sand¿ which was pressing on the spinal cord and spinal nerves. It was reported there was ¿irreversible damage to the spinal nerves¿. The floseal and hematoma were ¿irrigated out¿ and the wound was closed. It was reported the patient has not had a recovery of the spinal nerves. No additional information is available.